Event description:
The patient is reportedly experiencing retention issues between the external equipment and the implanted cochlear device. External equipment was exchanged; however, this did not resolve the issue. Testing revealed that the patient's device is functioning normally and lock is achieved if the external equipment is held in place. Surgery will be scheduled to replace the internal magnet of the implanted device.